Event description:
A customer reported getting error codes "4224 main arm z-axis limit overrun", "2251 no rack movement by sample loader x1-step feed", and "2207 no tip acquired by sorter". The analyzer is down. A field service engineer (fse) was dispatched to address the reported issues which caused delay in reporting estradiol (e2), follicle stimulating hormone (fsh), and progesterone (prog iii) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the error by reviewing the error log, but was unable to reproduce the error. Fse checked the alignment for sorter tip positions and alignment for main arm tip attach and detach positions. The fse resolved the complaint by lubricating the y-axis and z-axis for both the main arm and hybrid arm. The fse validated the analyzer by successfully performing quality control (qc) run, without error and within acceptable range. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were two (2) similar complaints identified during the searched period, which includes this event for error code 4224. There were no similar complaints found during the search period for error codes 2207 and 2251. The aia-2000 operators manual under appendix 4: error messages state the following: [2207] no tip acquired by sorter. Cause : no tip was detected during the tip attachment check. If retry fails, measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. [2251] no rack movement by sample loader x1-step feed. Cause : the rack transfer detection sensor failed to detect rack movement during step feed (x1) operation. Solution : check the sample rack path for obstacles. If this error occurs frequently, contact tosoh service. Center or local representatives. [4224] interference of dispensing nozzle z-axis of main arm cause: there is a possibility that the dispensing nozzle was interfered with an obstacle such as cap of. Primary tube. The measurement result will be flagged with the ss flag. Or a command or adjustment value (p05, 191-210) was given for movement beyond the maximum movable distance of the main arm z-axis in the maintenance operation. Solution : remove an obstacle such as cap of primary tube, if any. The most probable cause of the reported event was due to poor lubrication for both the main arm and hybrid arm.